Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on hm3 lvas, and no additional complaints have been reported at this time. Analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for this finding and a direct correlation to heartmate 3 left ventricular assist system (hm3 lvas), could not be conclusively established through this evaluation. The system controller event log file contains data from 13:07:44 through 14:04:15 on (B)(6) 2020. Several low flow events were captured throughout the file, resulting in 62 low flow alarms. Calculated average flow ranged from 1.3-1.9 lpm for these events. Overall, calculated average flow ranged from 1.3-2.1 lpm. It should be noted that a previous software upgrade was performed on this system controller, serial number (B)(6), via case number (B)(4) ((B)(4)). Calculated pulsatility index (pi) also appeared elevated during throughout the file, ranging from 11.0-12.6. No additional atypical alarms were captured. The pump operated as intended at the set speed. The center reported that these chronic low flow alarms were historically thought to be the inflow cannula intermittently being obstructed by anterior wall during cardiac cycle . Multiple speeds have been tried in past with intermittent success. A speed of 4600 rpm appeared to limit alarms to best degree, but an echo (echocardiogram) at that speed showed ef (ejection fraction) of 25%, aortic valve opening, ivs (interventricular septum) bowed to right, with large variation between lvid (left ventricular internal dimension) in diastole and systole. Although the calculated flows are consistently running below 2 lpm, ef of 25% with native cardiac output plus lvad (left ventricular assist device), end organ function appears to be unaffected and the patient remains asymptomatic. Also concern over adequate oral intake and intravascular status that may be contributing to low flows, placed back on salt tabs and florinef with intermittent fluid boluses and maintenance fluid. Blood pressure was controlled without htn (hypertension). Speed was set at 5000 rpm in attempt to bring ivs back to midline. The patient refused hep gtt (heparin drip) due to prior issues. For now, the center will keep speed at 5000 rpm and ensure adequate intravascular hydration. The hm3 lvas instructions for use (IFU) provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient log file submitted for review revealed low flow events on (B)(6) 2020 which occur at times when pi (pulsatility index) is elevated. Additional information reported chronic low flow alarms historically thought to be inflow cannula intermittently being obstructed by anterior wall during cardiac cycle. Multiple speeds have been tried in past with intermittent success. There is also concern over adequate oral intake and intravascular status that may be contributing to low flows. Placed back on salt tabs and fluorine with intermittent fluid boluses and maintenance fluid. Blood pressure is controlled without hypertension on both auto cuff and doppler. During this admission, multiple speeds have been tried 4600 up to 5400 without resolution of low flows. The patient is unable to have controller set any lower for alarms. Speed of 4600 appeared to limit alarms to best degree. The patient¿s echocardiogram at current speed showed ejection fraction (ef)25%, aortic valve opening, ivs (interventricular septum) bowed to right, with large variation between lvid (left ventricular internal diameter) in diastole and systole. Speed is now set at 5000 in attempt to bring ivs back to midline. Although calculated flows are consistently running below 2, ef is 25% and with native cardiac output plus lvad (left ventricular assist device) end organ function appears to be unaffected and patient remains asymptomatic. The doctors have spoken to patient and family regarding potential surgical intervention to increase lv size and possibly help with inflow cannula issues however, the patient also refuses hep drops 2/2 prior issues. For now, the patient¿s speed will be kept at 5000 and ensure adequate intravascular hydration. No further information was provided.